Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. During preparation, it was noticed that the proximal part of the 3.0 x24mm taxus express2 drug eluting stent (des) had struts "poking out". The device was not used and did not contact the patient. The case was completed using another 3.0x24mm taxus express2 des.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.